Event description:
It was reported that a vessel dissection occurred. On (B)(6) 2024, the subject underwent treatment with ranger drug coated balloons and eluvia drug-eluting stents as a part of a clinical trial. The target lesion was in the left mid superficial femoral artery (sfa) with 5.6 mm proximal reference vessel diameter and 5.5 mm distal reference vessel diameter with lesion length of 115 mm and 100% stenosis and was classified as a trans-atlantic inter-society consensus (tasc) ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using a 4 mm x 80 mm coyote pta balloon. Treatment of target lesion was performed by dilation using 5 mm x 200 mm ranger drug-coated balloon study device followed by the placement of 6 mm x 120 mm and 6 mm x 60 mm eluvia drug eluting stents study devices. Post treatment, the final residual stenosis was noted to be 0%. During index procedure treatment of the left mid sfa target lesion, post study device analysis of drug coated balloon and drug eluting stent revealed complication of dissection grade c in the left proximal sfa, mid sfa, and distal sfa. On (B)(6) 2024, the subject was discharged from the hospital on dual antiplatelet therapy.